Manufacturer narrative:
Additional narrative: product investigation was completed. One depth gauge for 2.0mm and 2.4mm screws (part # 319.006, lot # 6384286) was returned for investigation. The device was received in multiple pieces. A visual inspection and drawing review were performed as part of this investigation. The hooked needle stem of the device is broken off at the base of the black body (the broken stem is approx. 75mm in length) and was not returned. The slider is loose in the hollow body. The handle has various marks and scratches, and the laser marking on the shaft is clearly visible. Service & repair evaluation: the device was received by service & repair, and the broken component was confirmed. Device was unable to be repaired and was sent to customer quality (cq). A service history review was unable to be performed since this is a lot/batch controlled device. This particular depth gauge is part of at least 14 technique guides and is used to measure the depth of the holes for the 2.0mm/2.4mm screws to ensure the correct screw length is used during the procedure. Drawings for the device were reviewed. No drawing issues or discrepancies were noted. The design is adequate for its intended use and did not contribute to this complaint condition. The thickness of the needle (1.25 mm) is driven by the fact that the needle must fit into a drilled hole of 1.5 mm, and the length (80 mm) is determined so the slider can measure screws up to 40 mm. The material of the needle probe component (part # 319.006.03) is extra hard 316ss, which is an appropriate material for an instrument component of this type. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. The condition of the depth gauge is consistent with the result of a bending force applied to the needle portion of the depth gauge that is beyond the yield limit of the material. There is a protection sleeve to protect the needle during transport and the body that slides on the measuring portion adds additional protection to the needle attachment point during storage. Although the exact cause cannot be determined, the most probable root cause for this complaint is excessive force exerted on the depth gauge by placing / dropping heavy instruments on top of the device during the sterilization process. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. No patient involvement reported. Unknown when device broke. Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. No service history review can be performed as part number 319.006 with lot number(s) 6384286 is a lot/batch controlled item. The manufacture date of this item is 14-may-2010. The source of the manufacture date is the release to warehouse date. The service history review is unconfirmed. A review of the device history records has been requested, no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during routine inspection the sterile supply department found the 2.4 depth gauge with a broken tip. There are no case or patient involvement. This complaint contains one part. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Date the subject device was received by the manufacturer. A device history record review was performed for the subject device lot. Manufacturing location: (B)(4). Date of manufacture/release to warehouse date: may 14, 2010. The review showed that there was a non-conformance report generated due to undersized components. The review revealed this non-conformance as a potential manufacturing-related issue that could have contributed to the complaint condition. The relevance of this non-conformance with respect to the complaint condition cannot be determined until the investigation is complete. A service and repair evaluation was also completed for the subject device. The customer reported the tip was broken. The repair technician reported ¿tip broken¿ as the reason for repair. The item is not repairable per the inspection sheet. The complaint condition was confirmed during the service and repair evaluation. The cause of the issue is unknown. The item will be forwarded to synthes customer quality for additional investigation. The results are pending completion. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.